Event description:
Clog zapper being used to unblock pt's jejunostomy tube, "when back pressure forced a spray of enzyme into the eye" of an observer. Hosp reports on 08/02/2000 that the observer, "continues to be in the care of the ophthalmic dept and is unable to wear contact lenses, which observer has previously worn for many years".